Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported inoperable keypad, which was confirmed and reproduced. The device eval found #5, #6, #7, #8 and the #9 keys to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #6 key wold occur following the selected key's function (e.g. When the # key is pressed, 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with the mdl drug search). The failed keypad was replaced.

Event description:
It was reported that a spectrum infusion pump had an inoperable keypad. It was also reported that there was no pt injury.